Event description:
During review of the patient's programming/diagnostic history available in the in-house database, it was observed that a faulted system diagnostic test changed the patient's settings to unintended parameters on the date of surgery ((B)(6) 2005), and a final interrogation was not performed on this date. The settings were not corrected until (B)(6) 2005. No other anomalies were observed, and no patient adverse events have been reported.

Manufacturer narrative:
Analysis of programming history.